Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient had a loss of stimulation. The patient noted having ins removed due to a loss of therapy, the patient was having to go in for programming. The patient also noted the ins was removed to be able to have MRI's. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.